Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; one knob was missing, the upper case was broken, and the encoder was pushed inside of the device. The main printed circuit board (pcb) was electrically out of specification. The lower case was dented, and one tube was missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom knob of the external pulse generator (epg) was broken through the case. The epg has been returned for service. There was no patient involvement.